Event description:
Severe allergic reaction to an exos boa wrist brace after wearing it for less than 48 hours. I am, severely allergic to latex and this is how I react to latex. I am able to wear the brace because I made a sleeve out of a dress sock so that the brace does not touch my skin and have had no problems. FDA safety report ID # (B)(4).